Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA 510 (k) # is k093745.

Event description:
On january 17, 2012, the lay-user/patient contacted lifescan from the united states alleging that a one touch verio test strip vial was damaged. The patient did not allege any harm or injury because of the reported issue. Replacement test strips were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the test strip vial was damaged. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.